Manufacturer narrative:
Failure analysis for fiber 0010-2400-609b-1587: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing is detached just forward of the control knob; there is no signs of melting on the outer flow tubing detachment location; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that at 351,327 joules while using the surgical fiber during a prostate procedure, the fiber output was observed to be direct / end-firing. 46:35 minutes total lase time. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.